Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(6). At a first evaluation of the device no failure could be confirmed and the unit was functioning as expected. According to service order#42741721 the history and processing showed that the user inadvertently and unintentionally zeroed the flow sensor at -1.5 l thus there has been a large deviation. Thus, the reported failure could not be confirmed. According to the service order by the technician no correction has been performed as no failure has been detected. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition, at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
According to the initial complaint report during patient treatment the cardiohelp-I reported a failure in the flow measurement. But in the used hls set clotting was suspected, therefore a separate disposable complaint has been opened sap#(B)(4). Additionally it was reported personnel happens to notice that the blood in the tube system looks yellowish / white and suspects a clotting and informs the cardiotechnology. The perfusionist detected that the cardiohelp showed a blood flow of 1,54lpm and 1660rpm. Since the system looks obviously clotted, the perfusionist disconnects the tubing. The blood flow of the cardiohelp remained unchanged. Even when the speed is reduced to 0 rpm, the flow sensor indicates 1.56 lpm. The problem is not reproducible with a demonstration set and water. The surgery is notified and initiates an expansion of the ecls system. The application was a venoarterial ECMO with the draining. The device, as well as the oxygentor including tube system were secured and are currently stored on the cardiotechnology. No clinical consequence due to the event was reported. (B)(4).